Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead dislodged. The physician repositioned the lead, however, when the ra lead was connected to the pacemaker, high out of range pacing impedance measurement were exhibited, measuring greater than 2000 ohms. Fluoroscopy was performed, which indicated that ra lead had dislodged again. The ra lead was removed and replaced prior to pocket closure. Upon removal of the ra lead the physician noted the helix mechanism would not retract. This ra lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was severed and returned in 2 segments, which likely was induced during the procedure. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported high pacing impedances were likely the result of the lead damage observed by the laboratory. Inspection of the lead tip and helix found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.